Event description:
It was reported that the user experienced multiple early-morning hypoglycemia events while using the ilet, with the lowest documented blood glucose of 56 mg/dl and device alerts for low glucose; the user treated with oral carbohydrates (milk and cookies), and no external assistance or medical intervention was required. Symptoms included anxiety and confusion consistent with hypoglycemia. Outcomes included transient interruption of sleep due to nocturnal lows without hospitalization or long-term sequelae. Investigation included complaint handling with troubleshooting and user education on hypoglycemia treatment and pump use, including a recommendation to consult a trainer for best practices. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.